Manufacturer narrative:
(B)(4). Date of event: unknown. Captured as awareness date. Batch # 626a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired and with the swing tab in the locked position. With the left gripping surface damaged making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the second firing after the cartridge was replaced. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.